Manufacturer narrative:
(B)(6). The manufacturing location is currently not available. The device manufacture date is currently not available. This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and the reported condition was confirmed. The assignable root cause was determined to be due to wear from normal use and servicing. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported by (B)(6) that during service and evaluation, it was discovered that the reverse locking mechanism was blocked on the compact air drive device. It was noted on the service order that the handpiece reverse was not working. It was further determined during the pre-repair diagnostics assessment that the device failed for reverse locking mechanism, triggers for forward / reverse mode, untrue running and for excessive noise. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.